Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the episodes revealed there was noise from the device to the right ventricular coil. Due to low r waves the programming parameters were set from the right ventricular tip to the coil and the lead is not sensing the noise. Additionally, it was reported the sensing integrity counter was noted. The electrogram source was changed in order to "see what is sensed." The device and lead remain in use. No patient complications have been reported as a result of this event.